Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Per the physician implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the allegation that after a spine procedure, the patient experienced difficulties charging and communicating with the ipg has been confirmed. Despite multiple attempts, the ipg continued to experience failures in both charging and communication. The investigation revealed that the application-specific integrated circuit (asic) chip was damaged, which was the cause of the reported issues. Such damage is typically caused by the ipg exposure to external high-voltage or high-current transient sources.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.